Event description:
Refill. Snapped in mouth - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush refill snapped in his mouth. No injury was reported. 10-jul-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 4729. The concomitant product lot was f 02 42047 cf. No injury was reported. 21-jul-2023 physical product received: the concomitant product lot was f 132 42047. No injury was reported.

Manufacturer narrative:
30-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Refill...snapped in mouth - oral-b [device breakage] . Case narrative: male consumer via phone stated that the oral-b toothbrush refill snapped in his mouth. No injury was reported. 10-jul-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 4729. The concomitant product lot was f 02 42047 cf. No injury was reported. 21-jul-2023 physical product received: the concomitant product lot was f 132 42047. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.